Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise detected on rv ICD lead and patient received inappropriate shocks. On (B)(6) 2025 the is1 rv lead was plugged into the lv port and the is1 lv lead was plugged into the rv port. No leads were extracted. This lead is implanted for pacing/sensing only now. Should additional information be received, this file will be updated.